Event description:
It was reported that dosing on the ilet stopped when the system displayed a prompt to start a new cgm sensor after the user applied a libre 3 plus, consistent with a sensor communication/pairing failure and subsequent sensor unavailable alert. Symptoms included hyperglycemia, with a reported glucose of 346 mg/dl. Outcomes included temporary interruption of automated insulin dosing until the cgm connection was reestablished. Investigation included user-guided troubleshooting and education, including rescanning the cgm and monitoring for sensor recovery. Investigation of this case revealed a pairing failure with the cgm that led to sensor unavailability and suspension of dosing. It was concluded that the event was attributable to a cgm connectivity issue resulting in loss of glucose input to the ilet and consequent dosing halt. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.